Event description:
He was using shiley pediatric long 5.0 uncuffed tube with no problems. He started using new shiley's, same size, pdl long. But the new tubes "pop out". He has decannulated several times with the new tubes already - only 1 time in past two years with his old tube.